Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system bent inside the blood vessel during the infusion. This occurred with 5 catheters. The following information was provided by the initial reporter, translated from chinese: "on the second day after the puncture, when the catheter was pulled out, it was found that the middle section of the catheter was bent in the blood vessel, which did not cause any harm to the patient, so it was re-indwelled."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2140985. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, 5 unused representative samples were returned to our facility to aid in our investigation. Visual analysis of the devices was conducted, and they were found to be free of any damage or any observable abnormalities. Unfortunately without the ability to observe the reported non-conformance, our engineers were not able to make a determination of the root cause. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.